Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed fold flaw opening. As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a.5., a.6., b.1., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported right-side deflation. The device has been explanted.